Event description:
It has been reported that the plastic on the inside of the wheel where the bearing meets the wheel cracked due to a plastics void. It is currently unk if the alleged condition is a risk to safety. A f/u MDR will be submitted upon further investigation. No adverse consequences or injuries have been reported.

Manufacturer narrative:
Add'l info found to be relevant by the MFR will be submitted in a f/u MDR.